Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the battery compartment was found to be cracked. Moisture corrosion was found in the battery compartment. The down button contact was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, moisture corrosion was in the battery compartment, and the down button contact was damaged. This report is made based on results of investigation completed on 07/14/2016.